Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device screen stuck on enter password and offline in remote support service. A field service engineer (fse) removed the components behind all in one then accessed the docking board then reseated the cable connections and reseated the solid-state drive cable in e compartment to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, screen stuck on enter password and offline in remote support service. Customer reported that the station has been offline for approximately two hours and requested assistance to dial in and enter the application password to launch it. However, there were no delay to patient care and adverse events or injuries reported based on this incident.